Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced 6 years later for reported normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead experienced an episode of ventricular fibrillation (vf) where tachy therapy was delayed. Review of the stored electrogram revealed that following initial detection, the device began charging, but diverted therapy due to undersensing. The episode was redetected in the ventricular tachycardia (vt) zone, anti-tachycardia pacing (atp) therapy was provided inappropriately due to undersensing. The episode then accelerated in the vf zone and was successfully converted with shock therapy. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.